Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the ICD, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The device was interrogated. The interrogation could be properly performed and revealed the mos2 battery status with 24 percent remaining battery capacity. An error message regarding elevated current consumption was not evident during interrogation, confirming the clinical observation from march 22, 2023. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. There was no indication of a malfunction. The current consumption of the device was measured and found to be normal and as expected. Subsequently, the ICD logs and stored electrical parameters as well as all received ICD and programmer data were thoroughly inspected. During the inspection, a temporary elevated current consumption could be identified, confirming the clinical observation from march 14 and 17, 2023. There was no evidence of continued elevated current consumption after march 17, 2023. During further detailed analysis the cause for the elevated current consumption could be narrowed down to an invalid memory state of an integrated circuit. Based on all available information, no conclusion could be drawn regarding the root cause of the observed device behavior, however, it cannot be excluded that invasive external influences such as strong electromagnetic fields as can be used during the reported MRI scan procedure may have contributed to this observation. The information you provided has been entered into our quality system and will be used to further evaluate the device performance throughout our organization to maintain and improve the performance of our devices. We appreciate the timely information about your finding and strive to improve the quality of our products. We regret the inconvenience that your patient and you experienced.

Event description:
It was reported that during the follow up the device showed message about high current consumption. There were no shocks recorded. The patient underwent MRI procedure and the ICD was reprogrammed before and afterwards. The device was explanted approx. 16 months after the implantation. Should additional information be received, this file will be updated.